Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case (battery tube), and cracked battery tube threads. Device passed the functional test, including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose was 188 mg/dl, but reached 300 mg/dl after drinking water. The user alleged the insulin pump was under delivering insulin. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.